Event description:
Pt was being monitored with a newly installed telemetry system. The pt went into bradycardia without the alarm sounding. The new system had multiple false alarms due to excessive noise. There had been three previous cases with the same problem. All four pts need to be admitted to the ICU. Spacelabs has since installed new software to reduce noise and false alarms.

Event description:
Add'l info rec'd from MFR 8/4/05: serial number data on the actual device(s) involved was not provided. The issue was treated as systemic with all recently installed telemetry at this facility. Shorter after the equipment was placed into service the customer reported to spacelabs that the telemetry system was prone to excessive run alarms cause by oversensitivity to motion artifact. Approx twelve days later spacelabs was made aware of the alleged incident. No details beyond what was reported to the FDA were made availble despite requests of the hosp for factual data. (1) failure investigation consisted of on-site custer service rep performeing testing to verify that the devices met stated specifications and on-site clinical personnel working with the hospital's staff to understand the circumstances surronding the reported events. In addition teleconferences were held involving the factory and all hosp and spacelabs field personnel to assure that all issues were adequately addressed. (2) during the investigation no failure of any device was detected. Pt conditions identified by the staff as missed alarms could not be duplicated and in instances where alarm history was available spacelabs was able to show that alarm conditions were accurately recognized. The overly sensitive nature of the equipment to motion artifact was not considered a failure mode. The reported issue was attributed to no skin prep and improper electrode placement done by the hospital's staff. The condition was made worse by the staff attempting to adjust the spacelabs equipment so that it would perform in a manner similar to their previous monitoring system without the staff being opened to understanding the capabilities of the new equipment. (3) the conclusion of the investigation was that no device failure was identified. After presenting the facts to the hospital's administration and nurse management they agreed that the equipment had not malfunctioned and that the equipment did not contribute to any pt incident. The best corrective action was determined to be for the cas to work with the hospital's staff on skin prep and electrode placement issues, to work with the hospital's staff on skin prep and electrode placement issues, to work with the staff to determine how to optimize the equipments settings for their pt environment and to perform additional staff training to assure that the capabilities and operation of the equipment were understood. Additionally a software enhancement to reduce the systems overall sensitivity released coincident with the installation was to be installed. The evaluation consisted only of the approach described in response number 4 above. There are no design changes or modifications made to the device since it was first bradycardia alarm. There have been no mandatory software upgrades on this product since february, 2002. At that time all affected customers were notified and device upgrades were completed. Spacelabs does releases software product improvements from time-to-time similar to the one noted by this customer. These improvements are made available to customers on a case by case basis and are not typically provided to all customers.